Event description:
It was reported that prior to starting a da vinci s surgical procedure broken wires were found on the large suturecut needle driver instrument. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed wires were broken. One grip close cable was broken at the distal idlers pulley. The idler pulley spun freely but had damage on the surface. The cable segment stuck out at the instrument wrist. The other cables at the wrist were not damaged. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.